Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s screen was broken. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s screen was broken. The device was not in patient use. The ventilator was evaluated by a third-party field service center and the customer¿s complaint was confirmed. The evaluation of the batteries and valves are in good condition cabinet and other parts are in good condition.